Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm, reportedly about one year ago. It is reported that the patient had significant aortic neck angulation of 80 degrees. The iliac vessel morphology is unknown. It is reported that the patient underwent open conversion on an unknown date and explant for a type 1 proximal endoleak. The proximal endoleak was diagnosed anbout 1-2 months prior to the explant and a proximal aortic cuff was placed in 2001. It was reported that the patient was fine and no additional clinical sequelae has been reported related to this event. The explant was retained by the facility. Several attempts to obtain further information have been unsuccessful.